Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's system is exhibiting low impedances. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2026, in which the ipg was explanted and replaced.

Manufacturer narrative:
The reported observation against the returned ipg of low impedances was not confirmed. The root cause of the reported observation was not ascertained; the device exhibited normal device characteristics when using clinicians programmer and performing a system impedance test all ipg electrodes measured within the expected range. The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.